Event description:
The customer reported blood pressure, giving inaccurate reading. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During functional testing the nibp cuff inflated but did not deflate. When an nibp measurement was attempted, the device displayed "check cuff (pneumatic blockage)." Foreign debris was found clogging the pressure regulator in the hose and was cleared. After clearing, nibp measurements were achievable and accurate. Inaccurate nibp readings were not observed. Health effect impact code: no adverse event; no patient impact.